Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Patient developed fistula in the area of spaceoar vue placement. A colostomy was performed and the patient was admitted beyond standard care. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Patient developed fistula in the area of spaceoar vue placement. A colostomy was performed and the patient was admitted beyond standard care. On february 2, 2022, additional information was received stating that the patient had trimodality therapy (brachytherapy, androgen deprivation therapy (adt), external beam radiation therapy.). The patient also developed infection due to concurrent multiple myeloma diagnosis vs multiple instrumentation. Patient diverted, currently on therapy for other cancer. ***additional information received on february 2, 2022*** the spaceoar was attempted to be placed during brachytherapy. The procedure was aborted and the gel was not placed. The patient developed an infection possibly due to the procedure related instrumentation. The patient was diverted and the colostomy was later reversed. The patient is reported to be doing well.

Manufacturer narrative:
Additional information received on 2feb2022 update on the following field: block b5:describe event or problem. Block h6: ar-patient code: infection. Block b7:patient history-patient was a chronic long term smoker and has since quit smoking. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2314 captures the reportable event of fistula evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Patient developed fistula in the area of spaceoar vue placement. A colostomy was performed and the patient was admitted beyond standard care. On february 2, 2022, additional information was received stating that the patient had trimodality therapy (brachytherapy, androgen deprivation therapy (adt), external beam radiation therapy.). The patient also developed infection due to concurrent multiple myeloma diagnosis vs multiple instrumentation. Patient diverted, currently on therapy for other cancer.

Manufacturer narrative:
Additional information received on 2feb2022 update on the following field: block h6: ar-patient code: infection. Block b3: the exact date of the event is unknown. The provided event date, 01nov2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 08nov2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e2314 captures the reportable event of fistula evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.